Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed itchy hives on his back under the back therapy electrodes. The patient also described the area as "almost broken skin". The patient received a prescription (not specified what) from his physician. The patient indicated no longer having the irritation.